Manufacturer narrative:
Product is no longer available to be returned.

Event description:
The customer alleged that she was hospitalized twice, which was caused by air bubbles in her cartridge/infusion set. The customer was hospitalized in (B)(6) 2018 and (B)(6) 2018 due to hyperglycemia. For each event, the customer was incoherent and had difficulty remembering common things. For each event, the customer's husband transported her to the emergency room. For both event's, the customer was removed from the infusion device and was treated with novolog injections by the hospital staff. The customer does not recall any blood glucose results that were obtained during either event. For each event the customer was hospitalized for approximately 1 week. The customer alleged that the air bubbles in her cartridge and infusion set attributed to the event's.